Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump experienced a bolus anomaly. The customer stated that the insulin pump would not record her delivered boluses and would not show them in the bolus history. The customer's blood glucose was 176 mg/dl. Upon troubleshooting, the customer did a bolus in the air and it was recorded in the bolus history. The customer wished to replace the insulin pump regardless and to revert to her back-up plan of manual injections.

Manufacturer narrative:
The insulin pump was programmed with multiple boluses which were delivered and recorded in bolus history screen and bolus daily totals. No bolus anomaly noted. The insulin pump has minor scratches on the lcd window and cracked battery tube threads.